Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings with the freestyle libre sensor. The customer reported unspecified low readings with the freestyle libre sensor, as compared to a competitor meter. The customer lost consciousness, then was treated with food by a third-party. Paramedics were called, and the customer treated with unspecified IV for hypoglycemia. Although low scan readings are generally indicative of hypoglycemia, as the customer did not provide readings it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.